Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 56 mg/dl at the time of the incident. There was an instance where it was about 40 points off, when blood glucose was checked it was 250 mg/dl. Another time blood glucose was reading 148 mg/dl and sensor glucose was 96 mg/dl. The customer has also gotten a change sensor alert and sensors with bent cannula. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.